Event description:
According to the available information, the pump does not work anymore, it does not inflate//deflate the device. The device was explanted and replaced.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This is a site of leakage. Abrasion was noted on both exhaust tubes of the cylinders. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints. This lot # was part of a recall back in 2020 (CAPA 618925). However, the alleged complaint failure mode is generic and can be caused by multiple reasons beyond the root cause of failure identified in the CAPA. Without a device return, no conclusion can be made if this alleged complaint is related to the failure mode identified in CAPA 618925.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints. This lot # was part of a recall back in 2020 (CAPA 618925). However, the alleged failure mode is generic and can be caused by multiple reasons beyond the root cause of failure identified in the CAPA. Without a device return, no conclusion can be made if this alleged complaint is related to the failure mode identified in the CAPA. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the pump does not work anymore, it does not inflate//deflate the device. The device was explanted and replaced.